Manufacturer narrative:
The cause for the discordant hemoglobin a1c (hba1c) results is unknown.

Event description:
Customer reported discordant hemoglobin (hba1c) results between instrument and a reference lab. There was no report of injury due to this event.

Manufacturer narrative:
Siemens customer service engineer (cse) indicated that he performed scheduled maintenance including removing/cleaning the cartridge compartment spring, compressed air cleaning and performed optical test. Cse indicated that the optical test results were in range and he ran controls on the instrument and controls passed. Cse stated that after maintenance, he reviewed the technique with operators and found that one of the operators was not using proper technique by not filling the capillary pipette properly. This issue has been addressed and since customer has not had any issues.